Event description:
It was reported that the customer was rushed to the emergency room with a low blood glucose level of 33 mg/dl. Customer started to use the pump and used the wrong reservoir for the pump. Customer's mother stated that it was user error. Customer was called back to obtain hospitalized information. Customer's mother left a voicemail message with her personal contact information. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.